Manufacturer narrative:
Received 1 used silicone catheter. The reported event was confirmed as a manufacturing related issue. Per visual evaluation a cut to 0.375¿ from the trifurcation on the drainage lumen was found. Per functional evaluation was introduced water by drainage lumen and leakage was found on the tube due to a cut on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). This emdr is being submitted because the initial emdr was submitted without the details of the final investigational findings. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a crack found on the shaft of the catheter. Subsequently, the catheter allegedly leaked water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a crack found on the shaft of the catheter. Subsequently, the catheter allegedly leaked water.